Manufacturer narrative:
Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.

Event description:
It was reported that during cardiac catherization procedure a versacross access solution was selected for use, physician obtained femoral venous access using a 4fr micro sheath. An attempt was made to exchange the 4fr micro sheath for the 8.5 versacross sheath. Tried to remove the wire but it was stuck in the versacross dilator. Thus, had to remove the dilator and open a new versacross to replace. No patient complications reported.